Event description:
The medical center had an impella cp explanted for care escalation to the impella 5.5, when there was an observation made of no distal flow or pulses in the cp inserted limb. The cp was explanted and the thrombus was observed and so the limb had thrombus removal which restored flow. The pulses returned after the thrombus was removed and a patch was made to the right common femoral artery. The patient had known peripheral vascular disease. The patient survived.

Manufacturer narrative:
The medical center discarded the pump at the time of explant. No benchtop analysis to root cause is possible. The patient had known peripheral arterial disease which may or may not have caused or contributed to the limb ischemia. The manufacturer will file a final report should more information be shared that leads to root cause. The failure mode will be monitored and trended. Of note, in the IFU the following is listed: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
Since the original report was filed, the investigation into the limb ischemia has concluded. The product was not returned, but the clinical report was analyzed to root cause. The root cause was determined to be biomaterial. Large thrombus/biomaterial was removed from from the femoral artery and the pulses returned post intervention. No issue with the patient's limb post procedure. The failure mode will be monitored and trended.